Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. The reported over infusion could not be reproduced. The unit passed flow rate tests per the spectrum svc manual and was found to deliver within design specification. The device also passed additional flow rate tests. Upstream occlusion and downstream occlusion tests were performed per spectrum svc manual. The unit also passed additional upstream occlusion and downstream occlusion tests.

Event description:
It was reported that a pump over infused on a pt in the med/surg unit. The medication being infused, volume programmed and volume delivered are unk. The infusion was programmed at a rate of 125ml/hr and the nurse noticed at the end of the infusion that the pt received too much IV fluid. It was also reported that there was no associated pt injury.